Event description:
It was reported that the arm cart assembly(aca) was not recognized by tower.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during training, the arm cart assembly was not recognized by tower. There was no patient involvement.

Manufacturer narrative:
H2) additional information: b3, b5, h10 h3) device evaluation: medtronic led an evaluation of the reported arm cart assembly in the field and the associated device logs. Review of the field service notes indicated that the arm cart assembly was not recognized by the tower, despite several attempts. An error code for 'linked to arm startup failure - arm cart assembly initialization failure' was observed. The cables were completely disconnected from the electronic box (ebox) of the arm cart. After this, the arm cart was recognized by the tower. Multiple successful calibration were performed. Later, during the first restart of the arm cart, the system did not recognize it. After a second restart the arm cart was recognized, however, a connection error appeared with the instrument and the system requested another restart. The arm cart was restarted several times with the same result, even after verifying that no instrument buttons were stuck. Additional tests were performed. During the first restart, after leaving the tower¿s initial screen, the arm cart was again not recognized. After a complete system restart, the arm cart was recognized and passed calibration. The arm cart was restarted again and calibration failed. Three calibration attempts were made, and the arm cart calibrated successfully on the third attempt. Evaluation of the logs indicated that the arm cart assembly in position one was connected but entered a malfunction state during initialization on two occasions, resulting in failure to initialize. The arm cart was subsequently disconnected. An error code corresponding to an initialization issue was noted. Evaluation of the arm cart assembly confirmed the reported condition, however, the investigation concluded there were no abnormalities that would have caused or contributed to the reported condition; therefore, the investigation was not able to identify a root cause. However, the most likely cause could be traced to a communication issue and failed initialization. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.